Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false upstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion. A review of the event history log revealed multiple 'upstream occlusion' messages that cannot be used to determine whether the alarms occurred within the appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, the device had a reduced audio level. The cause was identified to be a detached speaker and the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.